Event description:
Patient reported infusion set luer is leaky. This resulted in hyperglycemia of 389 mg/dl. Target blood glucose is 120-160 mg/dl. Patient bolused through infusion device as a correction. Patient changes infusion needle every 2 days and transfer set every 5 days. The patient did not require assistance from a health care professional or second party to address the issue. Product was requested for evaluation. No further information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.